Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported left side "pain and tightness in breast; capsular contracture," baker grade unknown "mental and emotional pain and suffering and severe emotional distress." The device has been explanted.